Event description:
This lead had a red alert for high pacing lead impedances on (B)(6) 2011. The lead will be evaluated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).